Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported complaint of the r1 pressure regulator leaking and the spray of fluid is not contained within the instrument under pressure. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 10mar2020 to 10mar2021. Complaint trend: the only complaint related to the issue of the r1 pressure regulator leaking is this one; date range from 10mar2020 to 10mar2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to a worn plenum sensor. This complaint was originally opened for wo-01827891, where an onsite inspection found that the sheath fluid pressure regulator and sheath fluid buffer bottle (plenum) were faulty. It was determined that the failure of the plenum had caused the liquid to flow back into the pressure regulator and damage it. An fse (field service engineer) was sent onsite at a later date to perform the repair (wo-01950590). The fse replaced the pressure regulator (pn 343834) and the plenum sensor (pn 349376), then calibrated the instrument. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair the instrument was tested and was performing as expected. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the impact on the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. Proper daily and monthly cleaning procedures should also be followed and can be found under ¿maintenance¿ in the user guide; bd facscanto¿ ii flow cytometer instructions for use, #23-20269-000, page 149. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: 01827891 / 01950590, case # 01287410 install date: 08aug2013 defective part number: 343834 - sheath sample regulator assembly vert 349376 - plenum float sensor work order notes (01827891): subject / reported: pi-338960-facscanto ii-r1 pressure regulator leak problem description: 1, facscanto ii instrument r1 pressure regulator leakage, leakage of liquid for the liquid, no potential damage 2, clinical use, there is a contact with liugong, need door-to-door maintenance, quotation has been stamped and returned work performed: on-site inspection, the sheath fluid pressure regulator is faulty, the sheath fluid buffer bottle is faulty, chen han has been notified of the problem, and he has coordinated with the customer. Cause: failure of the sheath buffer bottle caused the liquid to flow back to the pressure regulator solution: on-site inspection, manager chen han is communicating with the customer, and I have completed the on-site repair, so I don¿t need to open a work order. Work order notes (B)(4): work performed: replace the pressure regulator and buffer bottle sensor, and the calibration instrument is operating normally cause translation: the buffer bottle sensor is faulty, causing water to enter the pressure regulator solution comments: the instrument is operating normally returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part #338960-04ra, rev. 01/vers.a,bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This is equivalent to ¿s2¿ in sop6078-02 whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: 3. Sheath level sensor for plenum function: 3.1 level sense potential failure mode: 3.1.1 level sense fails potential effect(s) of failure: 3.1.1.2 plenum overfills ¿ destroys regulator. System doesn¿t run. Potential cause(s)/mechanism(s) of failure: mechanical failure ¿ float cracks, fills with fluid, sinks. Current controls: 1. Cannot acquire; system stops2. Event rate drops to near zero recommended actions: for future iterations, suggestion is to replace hollow float with solid one severity: 7 occurrence: 2 detection: 1 rpn: 14 item: 5. Regulators function: 5.1 regulate sheath air pressure in plenum potential failure mode: 5.1.1 regulator failure potential effect(s) of failure: 5.1.1.1 sheath flow rate fluctuates. Incorrect results potential cause(s)/mechanism(s) of failure: 5.1.1.1.2 liquid spill on regulators current controls: 1. Regulators are isolated from liquid carrying components of the fluidics system 2. Feedback control maintains pressure until regulator is no longer operational3. Firmware reports out of bound pressure readings and is reported to the host recommended actions: n/a severity: 8 occurrence: 1 detection: 5 rpn: 40 mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage of fluid was due to a worn plenum sensor. Conclusion: based on the investigation results, the root cause of the leakage of fluid was due to a worn plenum sensor. The fse inspected the instrument and found the sheath fluid pressure regulator and the fluid plenum sensor to be faulty. They replaced the pressure regulator and plenum sensor before calibrating the instrument. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer sheath fluid under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from chinese to english: 1. Facscanto ii instrument r1 pressure regulator leaks, the leaked fluid is sheath fluid, no potential harm 2. For clinical use, 3. Out of warranty instruments, accept paid maintenance 1. Was the leak fluid or air? Fluid 2.was the leak contained within the instrument? No 3. Was there spray of fluid under pressure? Yes 4. What was the fluid that leaked? Sheath 5.was the customer/bd personnel physically in contact with the fluid?--no 6.was blood or bodily fluids exposed to the customer? No 7.was harm to the customer due to the leak? No.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer sheath fluid under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facscanto ii instrument r1 pressure regulator leaks, the leaked fluid is sheath fluid, no potential harm for clinical use, out-of-warranty instruments, accept paid maintenance was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Sheath. Was the customer/bd personnel physically in contact with the fluid? No. Was blood or bodily fluids exposed to the customer? No. Was harm to the customer due to the leak? No.